Event description:
Complainant alleged that after delivering fifteen discharges to a patient using electrodes, the device displayed a "poor contact" message. Complainant indicated that the patient subsequently expired.